Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4).carefusion certified service technician was unable to duplicate the customer's reported issue. The unit passed all testing and met all carefusion manufacturer specifications. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
The customer reported model palmtop ventilator revel is delivering higher positive end expiratory pressure (peep) than what is set. The ventilator shows positive end expiratory pressure (peep) of 4 but was set to deliver 7. The customer tried a second circuit to correct the issue and was unsuccessful. At this time, it is unknown if there was any patient involvement associated with the reported malfunction.